Event description:
A patient reported that the doctor had mentioned another patient that had a similar occurrence with an unspecified banding system. It is unclear what the alleged adverse events the patient had that are similar. The reporting patient had explained that two and a half years after having the band implanted, "burping" became an issue. The device was explanted which caused scarring to the internal tissues. After the removal, the patient mentioned, their esophagus was now "severely twisted" and the burping is still occurring. The patient also noted to now have "multiple sclerosis" and "muscle weakness" that is believed to have been caused by the band. The patient stated to now "suffering from lots of anxiety and depression. All these alleged complications stated by the patient have not been confirmed by a healthcare professional. The reporting patient's surgeon was contacted and a follow-up is in progress in regards to both patients and alleged reported events. New information will be forwarded to allergan in a supplemental medwatch report upon receipt.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 12/29/2010. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of surgery, related complications and/or observations as follows: "precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: diarrhea, abnormal stools, constipation, flatulence, dyspepsia."